Event description:
The user recently changed from the immulite method for a1-fetoprotein (afp) to the roche method and received a complaint from a referring oncologist. The clinician used the result to judge follow up action on patients with testicular carcinoma. The clinician requested that all his patients be remeasured on the immulite assay. Of the data provided for four patient samples, the results for three patient samples were discrepant. All results are in iu/ml. Patient sample 1 result from the e602 analyzer was 6.2 and the result from the immulite analyzer was 2.5. On (B)(6) 2011, patient sample 2 result from the e602 analyzer was 8.6 and the result from the immulite analyzer was 3.19 (3.2). The patient was a male born on (B)(6). On an unknown date, patient sample 3 result from the e602 analyzer was 9.6 and the result from the immulite analyzer was 1.8. The patient was a male born on (B)(6). The patients were not adversely affected. The afp reagent lot number was 16235503. The expiration date was not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). Patient 3 medications: bep chemotherapy (bleomycin, etoposide, cisplatin with aprepitant, granisteron, dexamethasone, metoclopramide).

Manufacturer narrative:
The 3 patients samples were provided for investigation. The results reported by the customer were confirmed. Initial interference testing performed on these samples did not indcate an inteference. Additional testing was not possible due to insufficient sample material. A root cause for these discrepancies could not be determined.